Manufacturer narrative:
Taper ii. Allergan has received the product however, the analysis has not been completed at this time. Further information from the reporter regarding the serial number and the explant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
An allergan sales rep called on behalf of the physician to report a disconnection in the middle of the tube.